Manufacturer narrative:
Concomitant medical products: sedr01, ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced multiple unspecified symptoms. The right atrial (ra) lead exhibited frequent undersensing of atrial arrhythmia which resulted in unnecessary pacing. The ra lead remains in use. No further patient complications have been reported as a result of this event.